Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated last night when they were using the controller to charge the implant (ins) the controller display went completely white and shut down on them. Patient stated this has happened before and they said they had to replace that part when it does that; pt also had all parts replaced once already. Patient noted that they reset the controller and it happened again. During the call patient service specialist had patient remove the battery pack and patient noted that the battery door cover was horrible to open. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back stating that they were still having trouble charging the ins. Pt said that they would be charging the ins for like an hour or hour and a half and the controller battery would drain by 30% or 40% but the ins battery would only increase by like 10% within that time. A replacement recharger (rtm) was sent to the patient. Pt called back and said the issues are persisting and that their implant isn't charging. Since they have gotten all equipment replaced already, redirected to hcp for further investigation.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6): product type programmer, patient product ID 97755-s lot# serial# (B)(6) product type recharger b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 serial# (B)(6) product type product ID 97755 lot# serial# unknown product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755-s lot# serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they are having trouble with the equipment since they got the implant. Patient stated the implant was taking 1-2 hrs to charge at excellent quality and paddle and relay box was overheated. Patient stated the controller and recharger have been replaced twice. Patient reported the controller screen will go blank and when they press the arrow on the screen, the screen goes completely white and they are not able to get the screen to come back on since last week when recharging the ins. Agent asked patient to connect with controller and controller show implanted neurostimulator 60%, controller 100% charged. Patient service confirmed there is no visible damage inside the controller port. Patient stated the spoke with a manufacturer representative (rep) about the issue and was told to call for battery pack replacement. The issue was not resolved. A replacement battery pack was sent out. Additional information was received from a patient (pt). It was reported that the patient was re-directed to their healthcare provider (hcp) and were partially able to determine the cause of the charging issue. They tried different positions, tried it next to their skin, tried with a layer of clothing on, the patient stated that the only part that has not been replaced was the battery pack. The patient stated that the verdict was still out. It is still taking a long time to charge when connected. It is hard to get connected and stay connected even when they do not move.